Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of probe tip detached cannot be confirmed, no complaint sample was returned or picture of probe tip was provided. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Disposable review: a review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported hardware review: the solero generator used during this procedure was reported as being s/n (B)(6). A review of service orders/complaints for this unit shows no requests of servicing at the time of this procedure. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached." "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical specialist (cs) reported an end user experienced an issue when using a 29cm solero applicator. The cs received a (B)(6) call from a surgery in progress at (B)(6) regarding a solero applicator tip fracture. The incident as described by the account is that the solero "exploded" after 10 seconds of the 1st ablation, leaving the ceramic tip inside the liver. The account had tested the applicator prior to insertion into the patient at 60w for 20 seconds with no issues. The procedure settings on the unit were 140w at 1 minute each. The applicator was placed, using bk ultrasound, in the patient's left liver at the lateral edge. There was no noticable difficulty placing the applicator. As this was a laparoscopic surgery, staples, a ligasure, and a l-hook bovie were used as adjunct tools. The surgeon inquired what the material the tip was made of and informed that it was ceramic. The surgeon attempted to remove the tip, however as it was deeply embedded, he determined to not remove it, as they " felt we were doing more harm than good trying to retrieve it". The surgery was laparoscopic with a 29cm probe, and the patient was under general anesthesia. The surgery was not delayed more than 30 minutes due to this event, and was completed successfully with another 29cm solero applicator. The total ablation time for the procedure was approximately 4 minutes. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.